Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/20/2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available.